Event description:
Ous MDR - the patient suffered from asthenia, dyspnea, pain and sepsis. The patient was hospitalized, and was diagnosed with worsening of heart failure, and received diuretics and antibiotics.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device.